Manufacturer narrative:
The thermogard console was evaluated by zoll service at the customer site. The customer's reported complaint of the thermogard console (sn (B)(4) was making load noise upon powering on was not confirmed through functional testing. The reported issue was not replicated during testing, and the thermogard console functioned as intended. The visual examination found no physical damage. The hospital monitoring interface accessory (hmia) module and the display head were checked without any abnormalities. The event log review showed no significant discrepancies. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
During the device set up for patient use, the thermogard console (sn (B)(4) produced a loud noise upon powering on. The customer turned off the device and used another console to continue the treatment. No consequences or impact to the patient.